Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to pop and sui. It was reported that following insertion the patient experienced pain, urinary problems, and inability to have sex. It was reported that on (B)(6) 2012 the patient underwent revision. No new/additional information was included. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.